Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. The pull wire extended out of the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the ruby coil mid-joint. Friction will be experienced upon attempting to retract the pusher assembly mid-joint through the introducer sheath friction lock. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. Further evaluation revealed the embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. This detachment may have occurred due to forceful retraction of the ruby coil against resistance. If excessive force is used during withdrawal, it is likely that the polymer portion of the ruby coil will elongate, effectively extending the distal detachment tip (ddt) distal to the reach of the pull wire distal end. This will allow the proximal constraint sphere of the embolization coil to become detached from the pusher assembly, and may cause the pull wire to protrude outside the ddt once tension is released. The lantern mentioned in the complaint was not returned for evaluation, and the root cause of the initial resistance experienced by the physician could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance the last ruby coil through the lantern, the physician experienced resistance about ten centimeters into the lantern and was unable to advance the coil further. Therefore, the ruby coil was removed. The lantern was then re-flushed and checked for kinks with no visible damages found. Next, the physician made three to four attempts to advance the same ruby coil through the lantern but was still unable to advance the coil completely through. The ruby coil was removed again and the procedure was completed using a new ruby coil and the same lantern. It should be noted that the physician did not use a rotating hemostasis valve (rhv) during the procedure. There was no report of an adverse effect to the patient.